Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing information. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device recorded oversensing of non-physiologic noise on atrial and ventricular channels due to an external source of electromagnetic interference (emi). Reprogramming was performed. The device remains in use. No patient complications have been reported as a result of this event.